Event description:
A patient experienced an issue with their insulin pump where the cartridge was fitting loosely. There was no adverse impact to the customer's blood glucose level. The healthcare professional, melanie duran, requested technical support to reach out to the patient for troubleshooting assistance.